Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. B76529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, protein deficiency, gastric ulcer, hypertension, varicose veins, diastolic heart failure and tachycardia. Concomitant products included ibuprofen and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), migraine ("migraines/ headaches") and nausea ("nausea"), 26 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), idiopathic intracranial hypertension ("pseudotumor cerebrii"), papilloedema ("optic nerve swelling") and fatigue ("fatigue"), was found to have weight increased ("weight gain") and underwent ventriculo-peritoneal shunt ("vp shunt placement"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, anxiety, migraine, nausea, idiopathic intracranial hypertension, papilloedema, fatigue and weight increased had not resolved and the ventriculo-peritoneal shunt outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, idiopathic intracranial hypertension, migraine, nausea, papilloedema, pelvic pain, vaginal discharge, ventriculo-peritoneal shunt and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet and medical record received. Case upgraded to serious incident. Event injury was updated to events anxiety, migraines/ headaches, nausea, pseudotumor cerebrii, dyspareunia (painful sexual intercourse), pain, vaginal discharge, optic nerve swelling, fatigue, weight gain, dysmenorrhea (cramping), vp shunt placement and abdominal pain. Lot number, concurrent condition and concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. B76529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, protein deficiency, gastric ulcer, hypertension, varicose veins, diastolic heart failure and tachycardia. Concomitant products included ibuprofen and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety"), migraine ("migraines/ headaches") and nausea ("nausea"), 26 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), idiopathic intracranial hypertension ("pseudotumor cerebrii"), papilloedema ("optic nerve swelling") and fatigue ("fatigue"), was found to have weight increased ("weight gain") and underwent ventriculo-peritoneal shunt ("vp shunt placement"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge, anxiety, migraine, nausea, idiopathic intracranial hypertension, papilloedema, fatigue and weight increased had not resolved and the ventriculo-peritoneal shunt outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, dyspareunia, fatigue, idiopathic intracranial hypertension, migraine, nausea, papilloedema, pelvic pain, vaginal discharge, ventriculo-peritoneal shunt and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Batch no b76529 production date 2013-10-30 expiration date 2016-10-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-mar-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.